Manufacturer narrative:
The product was not returned. An attached photo shows what appears to be a blue in color broken multipiece haptic (only). The rest of the lens is not shown in the photo. Associated products were not provided. It is unknown if qualified products were used. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract procedure both haptic of the lens were detached. Doctor placed only the optics. The lens will be exchanged soon. Additional information was received by physician that lens has already been changed and that the patient is in good health.

Manufacturer narrative:
A sample device was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).